Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire got stuck inside the catheter during the last vein. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis. It was further reported that when the catheter was removed from the patient, the guidewire was also removed from the catheter and the wire was damaged at the tip. No tissue seen at the tip of the wire, neither at the tip of the catheter. The catheter had no apparently malfunctions present, just the wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire got stuck inside the catheter during the last vein. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.